Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter in 2017. The balloon had a loss of pressure. The pressure loss was confirmed through a burette test. The balloon was replaced with a 61-70 cmh2o balloon. The patient's condition was good.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter in 2017. The balloon had a loss of pressure. The pressure loss was confirmed through a burette test. The balloon was replaced with a 61-70 cmh2o balloon. The patient's condition was good.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of a loss in pressure was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a loss of pressure with their artificial urinary sphincter balloon. The balloon was replaced with a 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.